Manufacturer narrative:
Investigation: samples and a photo were received at the plant for evaluation that show the needle detached from the hub therefore failure mode is confirmed. Seven visual inspections were performed on 350 parts with zero defects noted. The epoxy inspection system was challenged three times using 75 parts with zero failures recorded. Three cannula removal force tests were performed on 15 parts with a minimum removal force of 13 lbs., a maximum removal force of 24 lbs., and an average of 17.5 lbs. An additional three cannula removal force tests were performed on 75 parts as verification of the corona treater. The results were a minimum removal force of 7.0 lbs., a maximum removal force of 27.0 lbs., and an average of 16.6 lbs. The specification limit for a 27 ga. Needle is 5.0 lbs. All inprocess inspections were completed as required with zero issues. These inspections included visual, performance, and vision system poka-yoke challenges. Investigation results: the attached photo/sample shows a detached from the hub. The aql for a cannula pull test failure below 3.0 lbs. Is 0.040%. One defect from a batch of 240,000 is a defect rate of 0.0004% which does not exceed our aql. Possible root cause: there is insufficient epoxy rundown. It may be attributable to one of three causes: cannula o.d., hub i.d., or epoxy viscosity.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 27g x 7/8 in bd¿ needle detached from a syringe during priming. There was no report of injury or medical interventions.